Event description:
A healthcare professional reported that during flap creation, the flap did not fully cut, resulting in an incomplete flap in the left eye during refractive surgery. The procedure for the second eye not to be scheduled will proceed with trans photorefractive keratectomy. There are two related reports for this patient. This report addresses the patient unknown, in the left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).